Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 6 atms on the initial inflation. The 90% stenosed lesion was located in a calcified and tortuous right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".